Event description:
Information was received from a patient's representative regarding an implantable neurostimulator (ins). The reason for call was that when they used the handset, they saw that the ins was insufficiently charged and that the therapy was off. Caller said that now the ins showed at 40% but the therapy was off and they hadn't ever turned the therapy off. Agent reviewed considerations. Caller said that they would monitor the device/therapy and call back if needed. When asked for the event date, caller said that it was about two weeks ago. Issue was not resolved. [See general text information].

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient stating that they are still undecided on how to deal with the therapy being off when there is 40% charge remaining. However, if the implantable neurostimulator (ins) reaches empty (0%), therapy turns off, and when the ins reaches 100% charge, therapy does not turn itself back on.

Event description:
Information was received from a patient's representative regarding an implantable neurostimulator (ins). The reason for call was that when they used the handset, they saw that the ins was insufficiently charged and that the therapy was off. Caller said that now the ins showed at 40% but the therapy was off and they hadn't ever turned the therapy off. Agent reviewed considerations. Caller said that they would monitor the device/therapy and call back if needed. When asked for the event date, caller said that it was about two weeks ago. Issue was not resolved. [See general text information].

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.